Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. Analysis was unable to perform the displacement, rewind, basic occlusion, occlusion, prime/ compromised force sensor and excessive no delivery test due to button error alarm and no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a button error alarm. The blood glucose at the time of the incident was 380 mg/dl. The customer states they had a button error alarm so they changed the battery, but are unable to clear the alarm. The customer states the treated for the high blood glucose with a manual injection. The customer was experiencing some nausea. The customer did contact their healthcare professional and advised to get a sliding scale for syringe. The customer current blood glucose was 327 mg/dl. The customer states they pump may have been exposed to moisture from perspiration. The device will be returned for analysis.